Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Surgical reports were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox option hd/adpt, 12/14, 36 x +7 on the right side on (B)(6) 2015. The patient was revised on (B)(6) 2015 due to dislocation. The patient experienced other revision surgery which are reported under (B)(4).